Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling and cannot be run on the machine."

Manufacturer narrative:
Bd did not receive samples or photos in support of this complaint therefore, 10 retention samples from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling and cannot be run on the machine.".